Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2017865-2020-05405. It was reported that a patient had their implantable cardioverter defibrillator - ICD device and left ventricular - lv lead removed due to an unknown reason. There was no replacement ICD device or lv lead reported. Patient condition post-procedure was not reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.